Event description:
Patient was lying in bed and physician (surgeon) was attempting to remove the drain from the abdomen. The surgeon removed the suture from the abdomen freeing the drain tubing. The surgeon then pulled on the tubing, tubing snapped at the skin level, breaking off completely. An unsuccessful attempt was made by the surgeon to retreive the drain tip using fluroscopy x-ray guidance and local anesthetic. The patient was taken to surgery and under general anesthesia an incision was made to retreive the approximately seven inch drain tipdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.